Event description:
It was reported the inserter for the complete cervical ibd fell apart during an adjacent level anterior cervical discectomy and fusion (acdf) surgery while the surgeon was impacting the cage. A confirming x-ray was taken and "nothing was observed." There was no spare device available. The device was "put together and used gingerly" to complete the surgery. There was a delay of about one minute and no reported pt injury.

Manufacturer narrative:
Integra has completed their internal investigation on 10/24/2013. The investigation included: methods: eval of actual device; review of device history records; review of complaint history. Results: eval of complaint related device. It appears that the retainer screw (which appeared to be stripped) broke and was unable to hold the draw rod in place. A review of the manufacturing records for lot w 16399 revealed all product was manufactured, inspected and accepted for use by the quality control department per the aql level and specified requirements of the receiving inspection report with no associated nonconformances noted. A review of complaints history revealed in the past - 12 months there was (B)(4) additional complaint for the same issue. Conclusion: root cause over-tightening the screw maybe the cause of the screw to be stripped. The suspect retainer screw broke from multiple use of instrument. Integra considers this complaint closed. Further incidents of this nature will be documented for recurrence and trending purposes.